Event description:
It was reported that intermitent occlusion alarms occurred. The customer's blood glucose level was 143 mg/dl. During a systems check with tandem technical support it was discovered insulin and cartridges were being reused. Reportedly, the customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.